Event description:
Pt coronary artery bypass graft times three on 10-8-98. Admitted to cardiovascular unit with internal juglar swanganz and cordis. At 6:30am on 10-9-98, fluid noted to be leaking from insertion site of cordis sheath. The cordis had to be removed.